Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("metallic coil extending from the proximal fallopian tube into the right cornu myometrium"), dysmenorrhoea ("menstrual pain") and menorrhagia ("prolonged cycles") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 6, hypertension and wisdom teeth removal. Concurrent conditions included ovarian cyst, adenomyosis and fibrosis. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 22 days after insertion of essure, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced nausea ("nausea"), hypersensitivity ("increased sensitivity") and vision blurred ("vision/eye problems ¿ blurry vision"). On (B)(6) 2015, the patient experienced migraine ("migraines/headaches") and headache ("migraines/headaches"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), sensitivity of teeth ("dental problems: teeth sensitivity") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced procedural pain ("following the removal surgery, plaintiff suffered a painful post-operative recovery"). On (B)(6) 2016, the patient experienced abdominal rigidity ("my belly feels hard on top today"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), musculoskeletal pain ("joint and muscle pain"), anxiety ("anxiety"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition ¿ gastroesophageal reflux disease"), vaginal discharge ("infection ¿ abnormal vaginal discharge "), vaginal odour ("infection ¿ abnormal vaginal odor"), dizziness ("neurological conditions or problems ¿ dizziness"), pelvic pain ("pain "), feeling abnormal ("psychological or psychiatric problems ¿ brain fog"), weight increased ("weight gain.") And pain in extremity ("calf pain not as bad today either"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy, left ovarian cystectomy and cystoscopy.), surgery (laparoscopic hysterectomy to remove the essure) and surgery (laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, vaginal haemorrhage, sensitivity of teeth, dyspareunia, fatigue, gastrooesophageal reflux disease, vaginal discharge, vaginal odour, migraine, headache, nausea, dizziness, pelvic pain, feeling abnormal, hypersensitivity, vision blurred, weight increased and abdominal rigidity outcome was unknown and the dysmenorrhoea, menorrhagia, tooth disorder, musculoskeletal pain, anxiety and procedural pain was resolving. The reporter considered abdominal rigidity, anxiety, dizziness, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling abnormal, gastrooesophageal reflux disease, headache, hypersensitivity, menorrhagia, migraine, musculoskeletal pain, nausea, pain in extremity, pelvic pain, procedural pain, sensitivity of teeth, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal odour, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: full occlusion of fallopian tubes. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical record: device embedded. Concerning the injuries reported in this case, the following one were described in patient¿s social media post: abdominal rigidity, calf pain. Most recent follow-up information incorporated above includes: on 7-jun-2018: social medial post: new event: abdominal rigidity, calf pain not as bad today either reporter added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("metallic coil extending from the proximal fallopian tube into the right cornu myometrium"), dysmenorrhoea ("menstrual pain") and menorrhagia ("prolonged cycles") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 6, hypertension and wisdom teeth removal. Concurrent conditions included ovarian cyst, adenomyosis and fibrosis. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 22 days after insertion of essure, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced nausea ("nausea"), hypersensitivity ("increased sensitivity") and vision blurred ("vision/eye problems ¿ blurry vision"). On (B)(6) 2015, the patient experienced migraine ("migraines/headaches") and headache ("migraines/headaches"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), sensitivity of teeth ("dental problems: teeth sensitivity") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced procedural pain ("following the removal surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), musculoskeletal pain ("joint and muscle pain"), anxiety ("anxiety"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition ¿ gastroesophageal reflux disease"), vaginal discharge ("infection ¿ abnormal vaginal discharge "), vaginal odour ("infection ¿ abnormal vaginal odor"), dizziness ("neurological conditions or problems ¿ dizziness"), pelvic pain ("pain "), feeling abnormal ("psychological or psychiatric problems ¿ brain fog") and weight increased ("weight gain."). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy, left ovarian cystectomy and cystoscopy.), surgery (laparoscopic hysterectomy to remove the essure) and surgery (aparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, vaginal haemorrhage, sensitivity of teeth, dyspareunia, fatigue, gastrooesophageal reflux disease, vaginal discharge, vaginal odour, migraine, headache, nausea, dizziness, pelvic pain, feeling abnormal, hypersensitivity, vision blurred and weight increased outcome was unknown and the dysmenorrhoea, menorrhagia, tooth disorder, musculoskeletal pain, anxiety and procedural pain was resolving. The reporter considered anxiety, dizziness, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling abnormal, gastrooesophageal reflux disease, headache, hypersensitivity, menorrhagia, migraine, musculoskeletal pain, nausea, pelvic pain, procedural pain, sensitivity of teeth, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal odour, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: full occlusion of fallopian tubes . ¿concerning the injuries reported in this case, the following one were described in patient¿s medical record: device embedded most recent follow-up information incorporated above includes: on 2-mar-2018: pfs & medical record was received. Events abnormal bleeding & vaginal bleeding ,teeth sensitivity, dysmenorrhea, dyspareunia ,fatigue, vaginal discharge, odor, migraines/headaches , nausea, dizziness, pelvic pain, brain fog, blurry vision , embedded device are added as an event. Concomitant conditions & drugs are added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("metallic coil extending from the proximal fallopian tube into the right cornu myometrium"), dysmenorrhoea ("menstrual pain / dysmenorrhea") and menorrhagia ("prolonged cycles") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 6, hypertension, wisdom teeth removal and postpartum cardiomyopathy. Concurrent conditions included ovarian cyst, adenomyosis, fibrosis and overweight. Concomitant products included duloxetine hydrochloride (cymbalta), furosemide and lisinopril. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 22 days after insertion of essure, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced vaginal discharge ("infection ¿ abnormal vaginal discharge") and vaginal odour ("infection ¿ abnormal vaginal odor"). In (B)(6) 2011, the patient experienced nausea ("nausea"), pelvic pain ("pain / pelvic pain"), hypersensitivity ("increased sensitivity"), vision blurred ("vision/eye problems ¿ blurry vision"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2011, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced anxiety ("anxiety"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition ¿ gastroesophageal reflux disease"), feeling abnormal ("psychological or psychiatric problems ¿ brain fog") and arthralgia ("constant joint pain"). In (B)(6) 2011, the patient experienced weight increased ("weight gain."). In (B)(6) 2012, the patient experienced ovarian cyst ("ovarian cyst"). On (B)(6) 2015, the patient experienced migraine ("migraines/headaches") and headache ("migraines/headaches"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), sensitivity of teeth ("dental problems: teeth sensitivity") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced procedural pain ("following the removal surgery, plaintiff suffered a painful post-operative recovery"). On (B)(6) 2016, the patient experienced abdominal rigidity ("my belly feels hard on top today"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), musculoskeletal pain ("joint and muscle pain"), dizziness ("neurological conditions or problems ¿ dizziness") and pain in extremity ("calf pain not as bad today either / legs pain"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy, left ovarian cystectomy and cystoscopy.), surgery (laparoscopic hysterectomy to remove the essure) and surgery (aparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, vaginal haemorrhage, sensitivity of teeth, fatigue, migraine, headache, nausea, dizziness, hypersensitivity and abdominal rigidity outcome was unknown and the dysmenorrhoea, menorrhagia, tooth disorder, musculoskeletal pain, anxiety, procedural pain, dyspareunia, gastrooesophageal reflux disease, vaginal discharge, vaginal odour, pelvic pain, feeling abnormal, vision blurred, weight increased, pain in extremity, abdominal pain, vulvovaginal pain, arthralgia and ovarian cyst was resolving. The reporter considered abdominal pain, abdominal rigidity, anxiety, arthralgia, dizziness, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling abnormal, gastrooesophageal reflux disease, headache, hypersensitivity, menorrhagia, migraine, musculoskeletal pain, nausea, ovarian cyst, pain in extremity, pelvic pain, procedural pain, sensitivity of teeth, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal odour, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: full occlusion of fallopian tubes. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical record: device embedded. Concerning the injuries reported in this case, the following one were described in patient¿s social media post: abdominal rigidity,calf pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abdominal pain, vaginal pain, constant joint pain, ovarian cyst", concomitant drug, historical condition, reporter added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("menstrual pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), oligomenorrhoea ("prolonged cycles"), tooth disorder ("dental problems"), musculoskeletal pain ("joint and muscle pain") and anxiety ("anxiety"). The patient was treated with surgery (laparoscopic hysterectomy to remove the essure). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the patient experienced procedural pain ("following the removal surgery, plaintiff suffered a painful post-operative recovery").at the time of the report, the dysmenorrhoea, oligomenorrhoea, tooth disorder, musculoskeletal pain, anxiety and procedural pain was resolving. The reporter considered anxiety, dysmenorrhoea, musculoskeletal pain, oligomenorrhoea, procedural pain and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.